Event description:
It was reported when the patient first had adaptive stimulation they experienced a shock while sleeping because they were between the two positions from lying on side and back. The patient noted they have learned to change their sleeping habits to avoid this. Patient noted a time when they were reclining in a chair and the device changed to lying down.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).